Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-09552. It was reported one of the patient¿s leads had high impedances. The patient experienced a fall on the ipg site. X-rays confirmed lead fracture on l1 lead. As a result, the patient is awaiting surgical intervention. Note: both of the patient's l1 leads are being reported because it is unknown which lead is liable.